Event description:
It was reported that during a lumbar procedure, the tip of the catheter sheared off and was left in the patient. The patient had no complaints or discomfort. Patient was discharged home without further incident. User facility and manufacturer have an ongoing monitoring process regarding the patient's well being.

Manufacturer narrative:
.